Event description:
It was reported that pump displayed malfunction alarm ¿malf 0¿ that could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, and technical support arranged pump replacement under warranty.